Manufacturer narrative:
Please note that this is follow-up report #3. This complaint was previously submitted in our previous quality system. Please reference (B)(4) and MFR report #9616099-2016-00578. During a percutaneous transluminal angioplasty (pta) the 40 cm. 3.7 fr. Slalom thrill 4 x 4 balloon catheter (bc) was inflated twice up to its nominal pressure in the lesion. During its third inflation, the balloon ruptured approximately at its nominal pressure. When the product was withdrawn from the patient, approximately two (2) cm. Of the distal tip had separated and remained inside the patient. An attempt to snare the separated portion of the product was unsuccessful. Therefore the procedure finished without removing the separated portion. There was no reported patient injury. The physician questioned why the catheter had separated even though the balloon was ruptured vertically. Also he commented that the balloon could have been trapped by something. The target lesion was the anastomotic region of the left dialysis shunt. The lesion was reported to be: a 99% stenosis, moderately calcified and moderately tortuous. The separated piece was in the patient's elbow area. It is unknown if the physician is planning any additional intervention (such as stenting to secure the separated piece in place). It was unknown if the patient was symptomatic as a result of the reported separated product/reported product issue. The current status of the patient is unknown. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The inflation device used was a non-cordis product and it was not known if it was used subsequently with other devices. The following information was requested but was reported to be unknown: was there any other product issue noted either at the account after the procedure or prior to shipping for inspection; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated; did the balloon re-wrap properly; did the balloon catheter kink while being used; are procedural films available if requested. No additional information is available. The product was returned for analysis. One non-sterile slalom pta .018 hp 40 4 x 4 bc was returned. Per visual analysis the balloon was torn or separated. The separated distal portion of the balloon was not returned for analysis. No other anomalies observed. Functional analysis could not be performed due to the condition of the device. Per microscopic analysis the balloon showed characteristics similar to a radial burst noted at 3 (three) cm from the proximal end of the balloon. Per sem analysis evidence of plastic deformation and elongations at the balloon rupture edge were noted. Additionally stress lines were noted adjacent to the balloon rupture and on the inner member separation. These characteristics are related to the application of a tension force that likely induced the separation. The internal surface did not reveal any evidence of damage. The exact cause of the balloon burst could not be conclusively determined. A device history record (DHR) review of lot 16081408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿distal tip separated¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Procedural factors may have also contributed to the events as indicated by the signs of the application of excessive force noted during the sem analysis and the physician noted the possibility of the device being ¿trapped by something¿. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 40 cm. 3.7 fr. Slalom thrill 4 x 4 balloon catheter (bc) was inflated twice up to its nominal pressure in the lesion. During its third inflation, the balloon ruptured approximately at its nominal pressure. When the product was withdrawn from the patient, approximately two (2) cm. Of the distal tip had separated and remained inside the patient. An attempt to snare the separated portion of the product was unsuccessful. Therefore the procedure finished without removing the separated portion. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The physician questioned why the catheter had separated even though the balloon was ruptured vertically. Also he commented that the balloon could have been trapped by something. The target lesion was the anastomotic region of the left dialysis shunt. The lesion was reported to be: a 99% stenosis, moderately calcified and moderately tortuous. It was not reported as to whether the product issue being reported (besides the balloon burst) was distal tip or balloon separation. There was no reported withdrawal difficulty. The separated piece was in the patient's elbow area. It is unknown if the physician is planning any additional intervention (such as stenting to secure the separated piece in place). It was unknown if the patient was symptomatic as a result of the reported separated product/reported product issue. The current status of the patient is unknown. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The inflation device used was a non-cordis product and it was not known if it was used subsequently with other devices. The following information was requested but was reported to be unknown: was there any other product issue noted either at the account after the procedure or prior to shipping for inspection; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated; did the balloon re-wrap properly; did the balloon catheter kink while being used; are procedural films available if requested. No additional information is available.